Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and hypoglycemia. Blood glucose level was 445 mg/dl when they woke up and then went to 32 mg/dl. Customer informed that she had intermittent high and low blood glucose level since she got this insulin pump. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Insulin pump was not exposed to moisture. Customer was experiencing different blood glucose levels at different days like 402, 441 and they did 8 units bolus to bring it down to 100 mg/dl, 54 and 52 mg/dl when they woke up in the morning. No further information provided. Insulin pump will not be returned for analysis.